Event description:
It was reported that when devices were used during a laparoscopic hernia repair, the devices fired malformed staples. Another device was used to complete the case. There were no consequences to the patient.